Event description:
The operating surgeon placed the kidney stone basket through the scope to retrieve a stone. At the time he was attempting to withdraw the basket, it became "stuck." He was able to finally pull back on the guidewire to remove the basket that was attached to the end. When he pulled the wire out from the top of the scope, the basket was missing and it appeared to have pulled off the end of the guidewire. The basket broke from the end of the guidewire intraoperatively. The surgeon used a new basket (same type) to remove the stone. Then when he withdrew, he withdrew the operating scope in full and and encountered the same issue with the basket fraying from the end of the guidewire. He noticed that this basket was also loose at the connection to the guidewire. This was done externally to the patient. The first basket could not be located under fluoro examination although the surgeon performed a thorough examination of the area. He does not feel that the basket was retained, given he could not visualize it within the surgical environment. The operating surgeon spoke to the vendor representative and was told that they have not heard of this issue happening before as per the surgeon. The facility has not had similiar problems with this device; however, during this case the surgeon did experience the same issue with two individual stone baskets and both were from boston scientific. This device was visually inspected prior to use which is normal routine procedure. The procedure was successfully completed, but did require additional fluoroscopy time in an attempt to locate the missing basket within the surgical field (not found as indicated). We remain in possession of the device. Upon inspection, the end of the guide-wire appears frayed at the connection point to the basket.